Event description:
It was reported, two separate inserts were tried, but they did not seat correctly into the plate even when large amounts of force was used. It was further reported that there were no adverse consequences.

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.